Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a increase in sensing and via x-ray, lead fracture was observed. The lead was replaced. The patient is doing very well after procedure.